Event description:
Per int'l affiliate, the surgeon reports the implanted valve changed its pressure. The assumption of the surgeon is that this was caused by blows to the pt's head. The pt is severely handicapped and makes uncontrolled movements.